Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient confirmed they went to the emergency room on (B)(6) 2022 for abdominal pain (was not undergoing therapy at onset). A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drugs, doses, frequency, and durations unknown). The patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2022 in stable condition and is recovering from the events. The patient attributed causality to accidentally touching the pd catheter (not a fresenius product) tip without gloves. Per the patient, the liberty select cycler is functioning properly and there are no concerns at this time